Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The field service engineer (fse) could not reproduce the reported issue and no one seemed to be aware that there was a problem reported with this or any other ventilator. The ventilator was returned for clinical use after multiple passed pre-use checks. No part was replaced. The evaluation of received device logs shows failed o2 cell/sensor and internal leakage tests on december 26, 2019 four weeks before the reported aware date. December 26 will be used as the date of event. Several pre-use checks had passed and no technical error was generated. The conclusion is that failed pre-use check test can be found in device logs but the fse could not reproduce the issue. No technical problem with the ventilator was found and no further issues have been reported. The root cause could not be determined.

Event description:
Manufacturer ref.#: 286318.